Manufacturer narrative:
The insulin pump had normal operating currents and passed the self test, reset error test, and displacement test. However, the insulin pump alarmed during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the alarm. The insulin pump was monitored and no unexpected low battery alert was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, broken belt clip slot, and a scratched reservoir tube window.

Event description:
The customer reported via telephone call that the insulin pump alarmed during the prime and that the battery would die within 2 days of changing it. The blood glucose reading was 184 mg/dl. The drive support cap appeared normal and recessed. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.